Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device was operating in safety mode. Technical services (ts) reviewed device settings and noted device changeout is based on power consumption and if safety mode settings drive potential symptoms for the patient. The device was explanted and replaced. No additional adverse patient effects were reported. This device is no longer in service.